Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿fretting and crevice corrosion can occur at interfaces between components¿ examination of returned device found no evidence of product non-conformance. Material analysis found evidence of fretting or corrosion on the taper. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03900 / 03901).

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. It was further reported that the modular head wore through the poly liner causing a squeaky noise in the hip. The modular head, polyethylene liner, and locking ring were removed and replaced.